Manufacturer narrative:
(B)(4)

Event description:
Allegedly the patient's hip would pop and catch and dislocate, which causes the patient to loose her balance and fall (left).additional information received 02/12/2016.